Event description:
As reported by the user facility: macrobubbles observed in arterial line. Dissipate easily when "flicked". No macrobubbles observed beyond the arterial bulb. Macrobubbles do not reaccumulate during treatment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample(s) and/or photo(s) were provided for evaluation. However, the retains were tested according to specification and successfully passed all internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.